Manufacturer narrative:
Explanted.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the impedance had been stable up until the single out of range lead measurement observed. Possible causes were discussed. It was believed that the rv lead was fractured. The bipolar mode measurements were out of range and the unipolar mode measurements within limits. The lead had a strange loop in it which could have caused extra stress. Subsequently, a revision procedure was performed and the rv lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the impedance had been stable up until the single out of range lead measurement observed. Possible causes were discussed. It was believed that the rv lead was fractured. The bipolar mode measurements were out of range and the unipolar mode measurements within limits. The lead had a strange loop in it which could have caused extra stress. Subsequently, a revision procedure was performed and the rv lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the impedance had been stable up until the single out of range lead measurement observed. Possible causes were discussed. Currently, this product remains in service and no adverse patient effects were reported.